Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the lines of a homechoice cassette leaked. This was observed during priming of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in cassette removal. Rts advised the patient to start over with all new supplies and contact their nurse regarding the missed therapy. The patient would complete therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.